Event description:
It was reported to boston scientific corporation that an agile esophageal stent was implanted to treat a malignant stricture during a procedure performed on (B)(6) 2024. It was reported that on an unknown date, the stent had migrated. Note: no further information has been obtained despite good faith efforts. ***additional information received on march 28, 2025*** it was reported that the agile esophageal stent was to be implanted to treat a 5mm polypoid obstructing mass in the esophagus during an upper gi endoscopy procedure performed on (B)(6) 2024.

Manufacturer narrative:
Block a2, a3a, a3b, b3, b5, e1, have been updated with the additional information received on march 28, 2025. Block a4: patient's weight :70.8 block b3: approximated based on the date the manufacturer became aware of the event. Block g2: report source (other): e7118 boston scientific post market surveillance data collection. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Block h11: the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Taking all available information into consideration, the investigation concluded that the reported event of stent migration is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, stent migration is noted within the IFU as a possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an agile esophageal stent was implanted to treat a malignant stricture during a procedure performed on november 19, 2024. It was reported that on an unknown date, the stent had migrated. Note: no further information has been obtained despite good faith efforts. Additional information received on march 28, 2025. It was reported that the agile esophageal stent was to be implanted to treat a 5mm polypoid obstructing mass in the esophagus during an upper gi endoscopy procedure performed on (B)(6) 2024. Additional information received on april 4, 2025, and april 16, 2025. It was reported that the indication was not resolved at the time of the migration. Additionally, on (B)(6) 2025, the migrated stent was removed with a raptor grasping device.

Manufacturer narrative:
Blocks b1, b2, b5, g2, h1 and h6 (impact codes) have been corrected with the additional information received on april 4, 2025, and april 16, 2025. Block a4: patient's weight :70.8. Block b3: approximated based on the date the manufacturer became aware of the event. Block g2: report source (other): e7118 boston scientific post market surveillance data collection block h6: imdrf device code a010402 captures the reportable event of stent migration block h11: the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Taking all available information into consideration, the investigation concluded that the reported event of stent migration is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, stent migration is noted within the IFU as a possible adverse event associated with the use of the device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block g2: report source (other): e7118 boston scientific post market surveillance data collection. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Block h11: the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Taking all available information into consideration, the investigation concluded that the reported event of stent migration is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, stent migration is noted within the IFU as a possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an agile esophageal stent was implanted to treat a malignant stricture during a procedure performed on (B)(6) 2024. It was reported that on an unknown date, the stent had migrated. Note: no further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an agile esophageal stent was implanted to treat a malignant stricture during a procedure performed on (B)(6) 2024. It was reported that on an unknown date, the stent had migrated. Additional information received on march 28, 2025: it was reported that the agile esophageal stent was to be implanted to treat a 5mm polypoid obstructing mass in the esophagus during an upper gi endoscopy procedure performed on (B)(6) 2024. Additional information received on april 4, 2025, and april 16, 2025: it was reported that the indication was not resolved at the time of the migration. Additionally, on (B)(6) 2025, the migrated stent was removed with a raptor grasping device.

Manufacturer narrative:
Blocks g2 (report source), h6 (impact codes), and h11 have been corrected. Block a4: patient's weight: 70.8 kg. Block b3: approximated based on the date the manufacturer became aware of the event. Block g2: report source (other): e7118 boston scientific post market surveillance data collection block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2202 captures the procedure performed to remove the migrated stent. Block h11: the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Taking all available information into consideration, the investigation concluded that the reported event of stent migration is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, stent migration is noted within the IFU as a possible adverse event associated with the use of the device.